Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Event description:
It was reported that multiple motor stalls occurred. Per pump logs, motor stalls occurred on (B)(6) 2014 at 18:55 with a recovery the following day at 08:46 and on (B)(6) 2014 at 17:54 with a tube set message 48 hours later and a recovery on (B)(6) 2014 at 12:51. However, on the date of this report, it was also reported that 5 motor stalls and recoveries had occurred within the last 2 days and the stall never recovered. The cause of the stalls was unknown. The patient reportedly presented at the intensive care unit (ICU) with a decreased level of consciousness. The patient was ¿in and out¿, lethargic, and experiencing severe spasticity. At the time of this report, the patient was doing better, was awake, was on a bilevel positive airway pressure (bipap) machine, and had ¿real low¿ blood pressure. Lioresal withdrawal and overdose procedures were requested. A pump replacement was done. No further troubleshooting, interventions, or other actions were taken. The patient¿s symptoms resolved and he recovered without permanent impairment. The device system was used to deliver lioresal. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n225620, implanted: (B)(6) 2010, product type: accessory. (B)(4).